Event description:
During stereo tactical procedure, tip of 25-gauge needle broke inside pt breast, while dr was administrating it. Manufacturer response for needle, 25-gauge needle (per site reporter) per [redacted name] in radiology quality & safety "the tip was removed during the biopsy. No harm to the patient."